Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having a crack on the battery area. Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, scratched, peeling keypad overlay texture, scratched display window cover, peeling fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Insulin pump was confirmed for cracked battery tube area. Insulin pump passed required testing. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack across the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.